Event description:
Safety needle is not engaging properly. Caused a needle stick injury to occur. Multiple products with the same manufacture/lot number had this problem. The needle used: size: 25 gauge, 1.5-inch needle. Manufacturer: chengdu xinjin shifeng lot 210308, distributor: (B)(4).